Event description:
It was reported that it was not possible to measure r-wave at all sensitivities. Follow-up was conducted to obtain information on the patient and whether the event was lead related, but the attempts were unsuccessful. Records indicate the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.